Manufacturer narrative:
During a stent assisted coil embolization of a distal anterior cerebral artery aneurysm with no calcification that was heavily tortuous severe resistance was experienced when advancing the enterprise vrd (enc452212/10115525) through the distal end of an unspecified prowler select plus microcatheter (mc). Then an attempt was made to withdraw the vrd and resistance was again experienced. After withdrawn it was observed that the delivery wire was separated in two pieces at the proximal section. The procedure was successfully completed with another mc and coils and there were no patient injury or complications reported. The complaint product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on either the mc or vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. It is not known if the enterprise delivery wire was reshaped prior to use which the instructions for use precautions should not be done. There were no other damage/defects noted on the devices after the event. It was reported that once the enterprise system was out of the patient's body, the physician deployed the vrd for unknown purpose. No further information is available and procedural images are not available. The lot number of the prowler select plus mc is not known; therefore a device history record review cannot be completed. A non-sterile prowler select plus microcatheter (mc) was received coiled inside of a plastic bag. The mc was inspected; kinks and compressed sections were noted on it. The mc was inspected under a microscope and the damages found on the visual analysis were confirmed (kinks and compressed sections). The ID of the mc was measured and was found within specification. The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.018" a guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip. Severe resistance/friction was felt when the guide wire was pass through of the kinks and compressed sections. After that the microcatheter was flushed again using a lab sample syringe (nipro) and a lab sample enterprise vrd system was introduced into the mc and it cannot pass through the mc due to the kinks and compressed sections found on the mc. Functional testing with the involved enterprise could not be performed due to the returned condition of the enterprise. The reported inability to advance an enterprise vrd through the length of the returned prowler mc was confirmed and with functional analysis of the returned mc it was due to the kinks and compressions found at the distal end of the mc. The ID was within specification. Functional testing was performed with a lab sample enterprise as functional testing could not be performed with the involved enterprise due to the returned condition. The resistance/friction during advancement was confirmed and appears to have been due to the damages found on the mc. Procedurally the mc would have positioned at the target site over a guidewire prior to placement of the enterprise vrd. Although the exact timing of the kinks and compressions cannot be determined, this would indicate that they occurred after initial use of the mc. It is possible that device manipulation and the reported severely tortuous vessel characteristics contributed to the damages and the event. There is no indication that these damages are due to the manufacturing process. Additionally inspections are in place to prevent these types of damages from leaving the facility. Therefore, no corrective actions will be taken at this time.

Event description:
The procedure was coil embolization assisted with the vrd of distal anterior cerebral artery aneurysm, which was not calcified and heavily tortuous. During the procedure, when the physician was advancing a vrd ((B)(4)) in an unspecified prowler select plus, he experienced severe resistance at the distal part of microcatheter. Then the physician tried to withdraw the vrd, he experienced resistance again. After the withdrawal, it was observed that the delivery wire was separated to two pieces in proximal section. Afterwards, the procedure was successfully completed with another mc and coils and there was no patient injury/complications reported. The complaint product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There were no damage/defects noted on the devices after the event. The complaint product is going to be returned for evaluation. Please note that once the enterprise was out of the patient's body, the physician deployed the vrd for unknown purpose. Both the vrd and the delivery system are going to be returned. Procedural images are not available.

Manufacturer narrative:
A non-sterile prowler select plus was received coiled inside of a plastic bag. The microcatheter was inspected; kinks and compressed sections were noted on it. The microcatheter was inspected under a microscope and the damages found on the visual analysis were confirmed (kinks and compressed sections). The ID from the microcatheter was measured and was found within specification according to document (B)(4). The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.018'' a guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip. Severe resistance/friction was felt when the guide wire was pass through of the kinks and compressed sections. After that the microcatheter was flushed again using a lab sample syringe (nipro) and enterprise lab sample was introduced into the microcatheter and it cannot pass through of the microcatheter due to the kinks and compressed sections found on the microcatheter. The DHR review could not be performing due to the lot number was not provided in the (B)(4). The reported failure as "catheter- resistance/friction-" was confirmed during the functional analysis. The failure experienced by the costumer appears was due the damages found on the device. These damages could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages due to as per (B)(4)investigation, the customer state that "prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection." Additionally inspections are in place ((B)(4)) that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
Additional information received from the affiliate indicated that it is unknown if the enterprise delivery wire was reshaped prior to use. There was resistance during withdrawal, however, the delivery wire did not prolapse/get entrapped by the stent as it was deployed. The microcatheter was not advanced forward through the deployed stent prior to withdrawing the delivery wire through the microcatheter. It is unknown, if the interaction with the stent or any other device appear to have contributed to the separation. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.